Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal sytem 3.8mm , after sealing the handle normally,the seal was inserted into the aorta hole, but the seal did not unfold in the shape of an umbrella. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory for evaluation on 02mar2020 and investigation was conducted on 18mar2020. A visual inspection was conducted. A photograph of the delivery device was also received and a photographic inspection was done. The photo was taken of the deployed delivery device with the seal and tension spring assembly inside the delivery tube. There were signs of clinical use and heavy amounts of blood found on the delivery device, loading device and seal and tension spring assembly, as well as the aortic cutter (as a companion device). The white plunger were observed to be depressed on the delivery device with the blue slide lock dis-engaged. Measurements of the delivery tube could not be taken due to the blood observed on the delivery device. The seal and tension spring assembly was observed to be left in the delivery device, in the shape of an umbrella. The seal was observed to be intact, with no visual defects observed. The safety lock on the aortic cutter was disengaged and the actuation button was fully pressed, with no visual defects observed. Based on the returned condition of the devices, the reported failure "failure to unfold on unwrap" cannot be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hs iii proximal seal sytem 3.8mm , after sealing the handle normally,the seal was inserted into the aorta hole, but the seal did not unfold in the shape of an umbrella. A replacement device was used to complete the procedure. The hospital did not report any patient effects.